Manufacturer narrative:
Additional information: device manufacture date provided. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6) . Additional information was received. The patient information as well as the initial reporter were received.

Manufacturer narrative:
Patient information was unavailable from the site. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A manufacturer representative reported that, while in a procedure, the axiem interface displayed a red x for communication. There was no reported impact on patient outcome. No additional information was provided.